Manufacturer narrative:
The field service representative (fsr) went out for repair and found that the perfusion system was plugged into an extension cord. He determined that the extension cord was the issue (other manufacturer's equipment). The extension cord was attached to the perfusion system cord and taped. The fsr removed the extension cord and plugged the system cord into an outlet. The unit then worked on a/c power and performed as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system was running on battery while plugged in. The customer tried to plug the system into different outlet and it was still running on battery. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.